Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the saw blade broke and snapped clean off the shaft. Reportedly the patient is fine, no adverse effects. The operation was not prolonged as a result of this event. Reportedly, the device was used intraoral and that led to a difficult access and possible pressure applied to the device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation coordinated by (B)(4). Report received indicates that the sleeves and hooks were broken off before put in position. The rod may not have been positioned accordingly in the screw head which may have led to the breakage of the hook and sleeve during rod reduction. The implants were manufactured according to the specification.

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional evaluation description reported on initial medwatch was not correct. The correct results of the additional evaluation are as follows: the saw blade was analysed for conformance to pring specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. We are not aware of any other complaint for this article and lot number. Based on these findings we can conclude that the cause of failure is not due to any manufacturing non-conformances.